Event description:
Philips received a complaint from the technician, reporting that the v60 ventilator was not connecting to the stand and that the device is at risk of falling. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A technician reported that the v60 ventilator was not connecting to the stand as the threaded rivets were damaged. A service engineer (se) noted that the central processing unit (cpu) tray cover was replaced to resolve the issue. The system meets the specification for the service performed and is returned to use.